Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. No cartridge was returned. Iol returned in two segments pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics of the segments. One haptic is nicked/chipped-rejectable near the gusset area. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint as only the iol was returned for evaluation. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. A functional test (dimensional) to check the dimensions of the lens could not be conducted due to the condition of the returned sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There are no other complaints in this lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens shot out of the injector and into the eye causing a rupture of the support. A back-up lens was implanted instead. The patient was noted to have no complications. Additional information was requested.